Event description:
The reporter indicated that their handheld would not charge. The charger was plugged into the wall and the charge light did not appear. The reporter stated the handheld was completely dead. Troubleshooting did not resolve the issue. The MFR received the handheld for evaluation. Product analysis stated an analysis was performed on the flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to specs. No most probable root cause was identified since no performance anomalies were noted and therefore no findings that could have contributed to the reported " battery failure" complaint. Repeated interrogation and programming sequences were successfully performed.